Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of the returned mantis redux reduction screw was confirmed to be a k-wire jammed in the cannula of the screw via a functional evaluation. The returned device was attempted to be disassembled but could not be because it was jammed. Additionally the screw would not have been able to be placed on the k-wire with the observed deformation intact. The exact cause of the deformation remains unknown. Possible causes of the material deformation include contact with other instruments / implants and excessive insertion force. Conclusion: the root cause of the reported event cannot be determined. The deformation may have occurred during insertion of the screw or thereafter. The exact cause of the deformation remains unknown.

Event description:
It was reported the k-wire cold welded into a mantis reductions screw. The screw had to be removed and a new one implanted.

Event description:
It was reported the k-wire cold welded into a mantis reductions screw. The screw had to be removed and a new one implanted.